Event description:
Negative advia centaur xp hcv results were obtained on a patient sample. The patient sample was tested on an alternate method and the results were (B)(6). Similar results were obtained for a second patient. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp hcv result.

Manufacturer narrative:
The cause for the discordant (B)(6) results when compared to the alternate method is unknown. No further evaluation of the device is required. The IFU (113843 rev. R) that is distributed outside the us states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions." "Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific (B)(6)."